Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to found to have a low torque failure during in house testing and based on the log review. When placed on the in-house system, the instrument passed recognition and engagement. The instrument passed continuity and cut properly but did not seal as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Also, error message "sealing malfunction" was displayed during in-house testing and log review reported error code 22024. Additionally, the instrument was found to have a grip cable loose at the proximal end. The housing was removed, and the grip cable was found to be loose. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and failed to maintain the seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. Sealing was being performed when the issue occurred. The instrument issue did not always involve delayed sealing. The instrument involved insufficient sealing on some activation and generated an error. The instrument would not seal but not every time. The instrument did work. When the instrument was taken out and reset, it would work once but then not subsequently. Errors occurred when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle complete with the fast audible tones as expected (si=2 fast audible tones, xi=3 fast audible tones). Tissue effect was observed during the sealing cycle. The target tissue was ovarian ligaments. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. There was not any unexpected additional bleeding experienced by the patient. The surgeon believes a faulty vse instrument caused the vessel sealer issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The returned vessel sealer extend (vse) instrument was further investigated by the failure analysis engineering (fae) team and the grip force test (gft) was performed the instrument passed specification. The value of the gft at straight orientation was between 4.25 and 8.75 lbs.